Event description:
It was reported that during repair the cardiosave intra-aortic balloon pump (iabp) it was discovered that the display had a bright red spot. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code and state: (B)(6). A getinge field service engineer (fse) evaluated the unit and performed touch screen calibration procedure after on-site inspection, red spots cannot be eliminated. The engineer applied for an in-warranty touch screen replacement. After the touch screen was replaced, the device started up normally without any faults. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.